Manufacturer narrative:
The product is available for evaluation. It is yet to be received.

Event description:
The event involved an infusion set with an unspecified chemotherapy exposure. There was patient involvement and delay in therapy, however no report of an adverse event nor medical intervention.

Manufacturer narrative:
A used 011-h1267 infusion set adapter was returned on may 6, 2019 with a drip chamber spike loosely inserted into the adapter tubing. Subsequent testing resulted in leakage and disconnect between at the interface between the used IV set drip chamber spike and the 011-h1267 infusion set tube adapter. When the drip chamber spike was fully inserted into the 011-h1267 infusion set tube adapter and again leak tested there was no leakage or disconnect. The probable cause of the reported leakage and subsequent disconnect during testing was the drip chamber spike not being fully inserted into the 011-h1267 infusion set tube adapter during use. The device history review (DHR) for lot 3805384 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
No 011-h1267 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.